Event description:
The doctor reported a fracture of the bucal bone wall during the implant placement. The affected tooth position is number #14, and there was no negative impact on the patient¿s health. The procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed; the implant has minor signs of use. The implant has markings from removal and debris on its internal threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1301512. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1301512 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: bone fracture". Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error - inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.